Event description:
Procedure: low anterior resection. According to the reporter: during the case, the surgeon fired the device across the renal artery, the knife advanced and cut the artery but no staples were deployed. This resulted in conversion to open procedure to stop the bleeding. Significant blood loss occurred.

Manufacturer narrative:
(B)(4).